Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, a suture break occurred during knot advancement due to a jerky motion. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for evaluation. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the suture broke due to jerky motion. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. In this case, the physician was aware and reported IFU violation. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique ( tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.